Event description:
It was reported that during an ent procedure, the surgeon noticed that the patient's eye began swelling, at which time the surgery was cancelled and the patient was transferred to a facility with an ophthalmologist. No further information regarding the patient's outcome has been provided by the facility. The staff at the facility indicated that the navigation system was operating as intended. If additional information becomes available, it will be communicated appropriately.

Manufacturer narrative:
A review of the provided log files did not identify any anomalies. Based on a conversation with the sales rep no indication of a product failure was observed. Furthermore, it was stated that the surgeon did not use navigation during bone removal. This could have caused or contributed to the reported event.

Event description:
It was reported that during an ent procedure the surgeon noticed that the patient's eye began swelling, at which time the surgery was cancelled and the patient was transferred to a facility with an ophthalmologist. No further information regarding the patient's outcome has been provided by the facility. The staff at the facility indicated that the navigation system was operating as intended. If additional information becomes available, it will be communicated appropriately.